Event description:
The patient had a 90% stenosis in the bifurcation of the right carotid atery. An rx accunet was placed distal to the lesion and the acculink stent was deployed without any problems. After post-dilatation was performed with a 5 mm rx viatrac, a stensis of about 30% remained, so another dilatation was done with the same balloon. After this dilatation an irregularity on the vessel wall was visible. The angiographic view was okay, and the patient felt well so the procedure was stopped. The rx accunet was withdrawn without any problems. A few hours later the patient became symptomatic on the left side. A new evaluation of the angiogrpahic pictures was done and it appeared that the stent may have broken.